Event description:
Start date is when patient started using pump - per patient cadd legacy pump sn (B)(4) is giving some sort of clamping error and patient had been unable to get it to stop. Patient using backup pump-no harm to patient. Not hooked up to patient at that time-sending patient new pump for tomorrow and she will return broken pump to us-no further information available. Reported to (B)(6) by: patient/caregiver.